Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received results of 4.3 mmol/l and 12.3 mmol/l within 10 minutes on the advantage plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.